Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was not impacted. Reportedly, the customer's healthcare provider increased the basal rate which is why the customer noticed that more insulin was being used.